Event description:
Information was received from an healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a routine impedance check yielded a bad lead. All contacts out of range. No contributing factors have been determined. The impedances were checked in pre-op. The lead was replaced. All impedances for that lead were out of range and not functioning. Lead was explanted and replaced by another lead. The issue has been resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97791, serial# unknown, product type accessory product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their lead was replaced and the report came back that their lead was defective. Pt noted they learned that the lead was defective in (B)(6) 2021, at least 6 months before they determined it had to be replaced in (B)(6) 2021. Pt stated the leads were replaced in (B)(6) 2022. Pt stated their medtronic representative was reprogramming their ins and that's when they discovered the lead was not working. Pt confirmed their hcp sent the lead back to medtronic for analysis. Pt inquired on how to get reimbursed for the equipment as well as their medical bills for the second surgery. Pt stated that they would still be billed for their surgery even though the leads were defective. Ps reviewed warranty information and attempted to redirect the pt back to their hcp and hcp's billing office. Pt was escalated and mentioned bringing up a lawyer for the issue. Due to the nature of call and pt being escalated ps was unable to collect hcp information. Ps transferred pt to another ps agent. Additional information was received. Caller states pt will not pay the doctor's bill and wants medtronic to pay due to faulty lead. The caller states she has documented that the pt's lead was explanted because it was fractured/had impedance issues. Tss reviewed resources, sending email to rep to follow up with their dm/warranty dept.

Manufacturer narrative:
H3: analysis of product ID 977a260 serial# (B)(6) implanted: on (B)(6) 2020 product type lead found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.